Event description:
It was reported that the patient experienced roller-coaster glucose patterns while using the ilet, including post-breakfast hypoglycemia to 52 mg/dl followed by rebounds over 400 mg/dl, in the context of not announcing meals since december and self-correcting lows with full meals; education and troubleshooting were provided, including guidance on appropriate oral glucose treatment and referral for further coaching. Symptoms included hypoglycemia and hyperglycemia, though the patient was asymptomatic due to a pre-existing condition affecting symptom awareness. Outcomes included a serious illness/impairment characterization due to clinically significant glucose excursions that required medication in the form of oral glucose. Investigation included communication with the user¿s family member and analysis of user-provided data. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.